Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing well after his surgery. The explanted device was not released by the facility and therefore, unable to be returned.